Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. A test lead was fully inserted into all connector ports. All setscrews were tightened with a medtronic wrench and all setscrews retained their lead.

Event description:
It was reported that a left ventricular (lv) lead was not going to be attempted to be implanted due to patient anatomy, but when the pin plug was inserted into the lv port of the device it would not stay in. The set screw sounded as if it was engaging but the pin would fall out. Therefore rather then plugging the port on the bi-ventricular device, the physician decided to use a dual chamber device instead. The device was not implanted. No patient complications have been reported as a result of this event.